Manufacturer narrative:
Outcomes to adverse event: other: anterior longitudinal ligament (all) injury. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar canal stenosis. She underwent combined anterior-posterior fixation at l3-l5, oblique lumbar interbody fusion at l3-l4 and l4-l5, right/left percutaneous pedicle screw fixation at l3-l5 in decubitus position and l3-l4 compression. Navigation and fluoroscopy was used in this procedure. Intra-op, after the cage was placed at l3-l4, the implant was found to be protruded about 5-10 mm from the anterior edge of the vertebral body. This was found when checking sagittal fluoroscopy image. It was also judged that the anterior longitudinal ligament (all) ruptured; and hence, the implant was immediately removed and was replaced with another cage of 14mm height. The procedure was delayed by less than 60 minutes as a result of this event.